Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer received several liquid level detection (lld) alarms. After cleaning the sample probe the issue seemed to be resolved, but the next day they received the lld alarms again and received a questionable thyrotropin (tsh) result for one patient sample with no alarm. The initial result was 0.028. The repeat result was >100.0 with a data flag which was believed to be correct. No unit of measure was provided the erroneous result was reported to the doctor in charge. The patient was not adversely affected. The reagent lot number was 15955700. The expiration date was requested, but was not provided. The field service representative replaced the sample probe and adjusted the lld and clot sensor. No further alarms or other issues have occurred. Further investigation confirmed the issue found by the field service representative was the cause of the event.